Event description:
It was reported that the patient with history of multivessel disease was undergoing treatment with endovascular therapy for recurrent stroke. The patient had first stroke at middle cerebral artery (mca) and it was resolved by performing mechanical thrombectomy procedure. The patient suffered from second ischemic stroke at the same location with large vessel occlusion at mca. It was reported that both of the events were caused by acute occlusion of the same vessel. The physician suspected intracranial atherosclerotic disease (icad) with complete occlusion as the cause of the event. During the treatment of the second procedure, it was reported that vessel perforation at distal mca was noticed when a guidewire (subject device) was used. The patient suffered from acute subarachnoid hemorrhage due to the vessel perforation. The physician had to sacrifice distal m2 branch to stop hemorrhage by performing coil embolization and occluded the perforated vessel. It was reported that the patient has passed away and in physician's opinion the cause of death was due to the patient's pre-existing condition of recurrent stroke.

Manufacturer narrative:
File attachment: added letter from the FDA. D1 product long description- updated. D4 catalog #: updated . Gtin : device identifier (di) number: updated. H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use and was prepared as per the dfu, the physician did not allege any malfunction or nonconformance against the device, and there were no difficulties encountered during the procedure that could have contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the patient with history of multivessel disease was undergoing treatment with endovascular therapy for recurrent stroke. The patient had first stroke at middle cerebral artery (mca) and it was resolved by performing mechanical thrombectomy procedure. The patient suffered from second ischemic stroke at the same location with large vessel occlusion at mca. It was reported that both of the events were caused by acute occlusion of the same vessel. The physician suspected intracranial atherosclerotic disease (icad) with complete occlusion as the cause of the event. During the treatment of the second procedure, it was reported that vessel perforation at distal mca was noticed when a guidewire (subject device) was used. The patient suffered from acute subarachnoid hemorrhage due to the vessel perforation. The physician had to sacrifice distal m2 branch to stop hemorrhage by performing coil embolization and occluded the perforated vessel. It was reported that the patient has passed away and in physician's opinion the cause of death was due to the patient's pre-existing condition of recurrent stroke.